Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal checkup. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was capped and replaced. The patient was in good condition prior, during, and post operation.